Event description:
Caller reported a malfunction on the pump with a malfunction code displayed as malf 16, which was not resettable. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. To address the high blood glucose level, the caller contacted technical support and did not require assistance from any third party. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.